Manufacturer narrative:
Investigation summary: introduction: the complaint investigation for discrepant result when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. 443982) from kit lot 5251921 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Batch history review: the review of quality control records of bd onclarity¿ hpv assay kit lot 5251921 revealed no anomalies that could explain the customer¿s discrepant results. Investigational testing: customer complained about discrepant results for hpv 16 in a patient sample, which was negative on the initial test and positive on the retest. Customer provided two run files from bd cor¿ gx instrument crg0003 for investigation. Manual pcr curve adjudication of the discrepant sample revealed late and low, but true amplification curve for the hpv 16 targets in both runs. However, only the retest gave a positive result since the amplification curve in the initial test did not pass the required threshold to be called positive. The internal control on the initial test was also slightly later than the retest suggesting inhibition of the pcr reaction by the sample. Nevertheless, it must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant result on bd onclarity¿ hpv assay kit lot 5251921. Conclusion: overall, based on the investigation, hpv16 viral load at or near the assay limit of detection (lod) or presence of interfering substances in the initial sample are the most likely causes to explain the customer¿s discrepant result. Nonetheless, no reagents issue is suspected. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, an hpv16 discrepant patient result was obtained. Initial sample result was hpv16 negative, and the repeat result was hpv16 positive. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, an hpv16 discrepant patient result was obtained. Initial sample result was hpv16 negative, and the repeat result was hpv16 positive. There was no report of patient impact.